Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove a right ventricular (rv) implantable cardioverter defibrillator (ICD) lead 6947-75 for MRI. Lead was being removed with a spectranetics 14fr glidelight laser sheath. The laser sheath progression stalled in the innominate to superior vena cava (svc). The physician up-sized to a spectranetics 16fr glidelight laser sheath was then used with progression through the svc. While lasing at the svc/atrial junction, the patient's pressures started to drop. Rescue interventions were implemented including sternotomy. Patient did not survive the procedure.